Manufacturer narrative:
The study of j. A. Gabor, et. Al. [1] reports surgeries on 38 hips. All surgeries were performed due to recurrent dislocations of instability of the joint. Therefore, these patients were at high risk for recurrent instability after the revision surgery. In all 38 cases, a cemented polarcup shell was cemented into a redapt porous acetabular component. It is reported that in one case, the patient suffered from a deep venous thrombosis. The part and the batch number of the devices are not known. Therefore, the batch record review and a complaint history review could not be performed. The reported failure mode might occur in some cases, which is stated as a side effect in the IFU lit. No. 12.23 ed. 05/16. The combination of cementing a polarcup into a redapt acetabular component is approved by smith and nephew (03109-us v3 71381752 revb 09/18). The severity and the failure mode are covered through our risk management. As no device was received for investigation, a visual inspection could not be performed. No patient information nor any other medication documentation was provided, therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode cannot be confirmed and the root cause of the problem stays undetermined due to insufficient information. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: j. A. Gabor, et. Al., cementation of a monoblock dual mobility bearing in a newly implanted porous revision acetabular component in patients undergoing revision total hip arthroplasty, arthroplasty today, volume 5, issue 3, 2019, pages 341-347, issn 2352-3441, https://doi.org/10.1016/j.artd.2019.05.001.

Event description:
Scientific publication. Author: jonathan a. Gabor et al. "Cementation of a monoblock dual mobility bearing in a newly implanted porous revision acetabular component in patients undergoing revision total hip arthroplasty". The are a total of 38 patients who received, between may 2016-june 2018, polarcup (insert) cemented into a redapt acetabular component that were included in this study. It was reported that 1 patient presented deep vein thrombosis which was treated with heparin and inferior vena cava filter placement; heparin was stopped and the patient resumed aspirin therapy for prophylaxis prior to discharge with no further complications.